Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was unable to identify the model of the monitor but mentioned that no changes were made to the monitor. The customer stated that the monitor stopped functioning while attempting to interface the cv-190 with apex image system. The customer identified that a cable was connected to the monitor port on the back of the cv-180. The customer put tac on hold to check the connections and never returned. Tac reached back out and the customer denied further assistance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii video system center is unable to display image on the secondary monitor. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, and results from the legal manufacturer investigation. The following sections were updated: b5, d8, h4, h6 and h10. E2/e3 - the customer refused to provide title. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image output is due to influence of the video cable body connected to the rear panel, wrong connection destination, or an abnormal connection condition. In addition, the reporter stated that no further investigation will be conducted. Therefore, since the phenomenon has not recurred, it is considered that the product is normal. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.